Manufacturer narrative:
Additional narrative: patient date of birth/age and weight are unknown. Date of postoperative infection and non-union is unknown. This report is for (B)(4) unknown 2.7mm variable angle locking screws; (B)(4) of these screws reportedly broke post-operative. A potential part family for the screws has been identified as 02.210.0xx. Additional product codes for this report include hrs. The complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. (B)(4). The 510k # is unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2016, due to an infected non-union. By the time of revision, (B)(4) of the (B)(4) 2.7mm variable angle (va) locking screws had broken. Some of those screws were actually broken in multiple locations, making removal very difficult. In order to remove the pieces, a lot of bone removal was required. Additionally, at least (B)(4) of the 3.5mm cortex screws had also broken at their shafts. The plate itself was intact. During the open reduction internal fixation (orif) revision, the patient was re-fixated with a fixed angle distal medial tibial low bend plate in conjunction with a fixed angle antero-lateral distal tibial plate. The surgeon indicated that a diligent effort was made to remove all of the broken screw fragments despite the difficulty, so that the patient had a chance to beat the infection. This report is for (B)(4) unknown 2.7mm variable angle locking screws. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Remove brand name verbiage from initial mw: 2.7/3.5mm va-lcp anterolateral distal tibia pl/10 holes/left. This part is for an unknown screw locking. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.